Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb) and upgraded the software to the current revision. The unit passed all testing and operates within the manufacturing specifications.

Event description:
Covidien received information stating that due to a malfunction, the patient was removed from the ventilator. The patient was placed on a second ventilator with no patent injury. The is no report of serious injury or death associated with this event.